Manufacturer narrative:
(B)(4). Arterial and venous occlusion, angulated aorta, tortuous iliac arteries and small access vessels.

Event description:
A talent abdominal stent graft system was inserted into a pt for the endovascular treatment of a 5.3 cm diameter abdominal aortic aneurysm. The iliac arteries were severly tortuous, not calcified and the access vessel diameter was 8 mm. The aortic neck was approx 2 cm in long and straight, but the aorta turns sharply at the beginning of the aneurysm sac. Two weeks later, the pt returned with limb thrombosis on the left side due to the tight distal aorta and tortuousity. The pt was taken to surgery and thrombectomy followed by more aggressive ballooning was performed and that resolved the occlusion. The physician is also considering implant of balloon expandable stents if needed. No clinical sequelae were reported, and the pt is fine.